Event description:
It was reported that stent dislodgment and difficult to remove occurred. The patient was diagnosed with fibro mediastinitis and pulmonary vein stenosis. The 75% stenosed target lesion was located in the moderate-severely tortuous and moderate-severely calcified pulmonary vein. A 7.0mmx19mmx150cm express vascular sd stent was used. On (B)(6) 2023, under general anesthesia, pulmonary vein stent implantation was performed and used a 0.14 guidewire to cross the lesion. A non-boston scientific guiding catheter was used together with 7.0mmx19mmx150cm express vascular sd stent after balloon pre dilatation. However, during the delivery stent dislodgement occurred and landed in the left atrium. The stent was not removed with a catcher. Then a thoracotomy was performed, and all the detached stents were removed. The patient was awake after 24 hours of coma without complications and the procedure was cancelled/ scheduled. It was further reported that the patient was only unconscious because of the general anesthesia.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent with an unknown sheath and snare. Visual examination revealed that the stent is damaged and stuck on the snare. Microscopic examination revealed no additional damages. The balloon catheter did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that stent dislodgment and difficult to remove occurred. The patient was diagnosed with fibro mediastinitis and pulmonary vein stenosis. The 75% stenosed target lesion was located in the moderate-severely tortuous and moderate-severely calcified pulmonary vein. A 7.0mmx19mmx150cm express vascular sd stent was used. On (B)(6) 2023, under general anesthesia, pulmonary vein stent implantation was performed and used a 0.14 guidewire to cross the lesion. A non-boston scientific guiding catheter was used together with 7.0mmx19mmx150cm express vascular sd stent after balloon pre dilatation. However, during the delivery stent dislodgement occurred and landed in the left atrium. The stent was not removed with a catcher. Then a thoracotomy was performed, and all the detached stents were removed. The patient was awake after 24 hours of coma without complications and the procedure was cancelled/ scheduled.

Event description:
It was reported that stent dislodgment and difficult to remove occurred. The patient was diagnosed with fibro mediastinitis and pulmonary vein stenosis. The 75% stenosed target lesion was located in the moderate-severely tortuous and moderate-severely calcified pulmonary vein. A 7.0mmx19mmx150cm express vascular sd stent was used. On (B)(6) 2023, under general anesthesia, pulmonary vein stent implantation was performed and used a 0.14 guidewire to cross the lesion. A non-boston scientific guiding catheter was used together with 7.0mmx19mmx150cm express vascular sd stent after balloon pre dilatation. However, during the delivery stent dislodgement occurred and landed in the left atrium. The stent was not removed with a catcher. Then a thoracotomy was performed, and all the detached stents were removed. The patient was awake after 24 hours of coma without complications and the procedure was cancelled/ scheduled. It was further reported that the patient was only unconscious because of the general anesthesia.